Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced due to exhibiting loss of capture. This lead has not been received for analysis. Other then the surgical procedure, no additional adverse patient effects were reported.